Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 01-may-2024, it was reported that the seven infusion set was fell off less than 24 hours due to sweating during hot conditions. The infusion sets is used for 1-2 hours. The blood glucose level was 230 mg/dl. No further information available.